Manufacturer narrative:
The company service rep examined the system and found the cpc connector loose. The cpc connector was tightened. The system was then tested and met all product specifications. (B)(4).

Event description:
The nurse reported difficulty connecting the anterior vitrectomy probe to the system. The nurse confirmed a posterior capsule tear occurred, but did not have the details. Additional info was requested on the event and pt status with no response to date.